Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The fbf instrument was analyzed and found charring and localized melting on the bipolar yaw pulley. Failure analysis (fa) observed that the thermal damage was found at the base of the yaw pulley near the grip, and as a result the electrode was exposed. The fbf instrument passed the electrical continuity test on all attempts. The fbf instrument was placed and driven on an in-house system. The fbf delivered energy with no signs of arcing on three of the three attempts.. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that inspection after central processing, the fenestrated bipolar forceps (fbf) instrument had thermal damage on the pulley cover. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the clinical sales representative (csr) clarified that the fbf instrument did not collide with any other instruments or tool during the last procedure procedure. No incidence of an arcing event during intraoperative use. There was no surgical delay. The procedure was completed using the instrument with no patient injury or harm.